Manufacturer narrative:
Patient age and weight were received and have been added to this report. Serial number was received and has been added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: yalta, k. Md et al. Acute myocardial infarction shortly after valve-in-valve transcatheter aortic valve implantation successfully managed with challenging percutaneous coronary intervention. Turk kardiyol dern ars 2018;46(1):61-65 doi: 10.5543/tkda.2017.03256 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) male patient underwent a procedure to implant a 29 mm transcatheter bioprosthetic valve (serial number not provided). During the implant the valve did not fully expand and a balloon aortic valvuloplasty (bav) was performed. However, the valve dislodged during the bav. Subsequently, another transcatheter bioprosthetic valve was implanted valve-in-valve. No additional valve related adverse patient effects were reported.